Manufacturer narrative:
(B)(4). Concomitant medical products: 010000666-g7 pps ltd acet shell 58g-6559818, 010000859-g7 neutral e1 liner 36mm g-6678484, 00877503602-bioloxâ® delta, ceramic femoral head-3001636. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. An I&d (incision & debridement) could be performed on the superficial non-healing wound. An I&d procedure can be used to promote the healing process, and this is a common procedure used to treat a non-healing incision site. As reported, the pts surgical site wound dehisced, his deviation signifies an alteration in the wound healing process and it was reported that medical intervention took place; however, it is unknown the specific type of intervention utilized. As also noted the patient also has several comorbidities: bmi is 46 and has sleep apnea which decreases oxygenation to the tissues which is important for healing. The patient is also noted to be tired/fatigued, often hungry/thirsty, blurry vision ¿ (possible signs/symptoms of diabetes), which can affect wound healing. (Diabetes would require diagnosis by a physician or np). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a wound dehiscence 1-month post implantation at the follow-up visit. The patient had an unknown medical intervention in the physician¿s office. Patient outcome was noted as tolerated. Attempts have been made and additional information on the reported event is unavailable at this time.